Manufacturer narrative:
Although the customer initially reported that the AED was not providing audible voice prompts, the device functioned normally and delivered voice prompts once a new battery was installed and a manual self-test was performed. The absence of audible prompts is attributed to a depleted battery. Since neither the device nor its log files were returned, the root cause of the battery depletion could not be determined.

Event description:
A customer reported their AED will not speak. They reported this did not occur during patient use.